Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed the device received an alert for the capacitor charge time limit reached. A capacitor maintenance was performed at the next in-clinic check-in and a charge time out occurred again. The device was explanted and replaced. The patient will continue to monitor the patient with remote monitoring. No further information is available.